Manufacturer narrative:
Initial surgery happened in 2015 but exact implant date is unknown. This part is not approved for use in the united states; however a like device catalog # 1604200500, 510k # k113174 and (B)(4) was cleared in the united states. (B)(4). The product was not returned to manufacturer for evaluation however product images were submitted which show a broken rod with some indication of cyclic fatigue a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior fusion at l2-sai in which spinal instrumentation was implanted. On (B)(6) 2017, post-op, the rod between l5/s was broken. So, revision surgery was performed in which the rod was replaced by a 6.0 mm rod. Posterior lumbar interbody fusion was also performed at l5/s, in which large amounts of grafted bone was used in the lateral sides no fragments of the product remained in the patient. Bone union was considered to be achieved.

Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Some fracture surface damage and smearing noted. Visual and optical examination did not identify a pre-existing surface defect immediately adjacent to the area of fracture surface examination identified that could contribute to crack propagation of fracture. Deformation at multiple locations along the length of rods due to apparent rod contouring to match lordotic curve. Microscopic examination of undamaged areas of the fracture surface identified ratchet marks near the area of crack propagation, with gently convex progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.